Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003 voltage was too low for projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003 voltage was too low for projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported.